Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the up and down buttons were not responsive on the insulin pump. The customer's blood glucose was normal and did not require medical treatment.

Manufacturer narrative:
The insulin pump was received with no up and down button response due unlocked keypad connector on the lcd board. The insulin pump had cracked reservoir tube lip.